Manufacturer narrative:
The device evaluation found the forceps cover glue was peeling on the body. In addition, it was found the control knob movement had low tension. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The high definition (hd) 3cmos camera head was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a malfunction of peeling adhesive. There was no reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. The following were likely the probable causes: peeling of glue was surmised to be caused by excessive force applied, e.g. Roughly rubbed or hit, at the time of carrying, storing, using or cleaning the device. Long-term use deteriorated the glue resulted in peeling. The instructions for use (IFU) provides the following guidelines: warnings and cautions (p.7): warning: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient."